Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information, a relationship between the device and reported event cannot be determined. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted with enterococcus faecalis bacteremia thought to be 2/2 lvad driveline infection. He was initially started on vancomycin and zosyn on (B)(6) 2015, given initially blood cultures positive for gram-positive cocci (gpc) of unknown species/susceptibility. Patient was started on vancomycin + zosyn and (B)(6) 2015 blood cultures for vancomycin-resistant enterococcus faecalis were negative, he was transitioned to ampicillin on (B)(6) 2015 and continued 2gram every 4 hours through (B)(6) 2016. It was stated that the resolution date of the event was on (B)(6) 2016. No additional information available.